Event description:
It was reported that during a supply change, the device screen became unresponsive on the fill tubing screen, preventing the user from pressing and holding to observe drops and from proceeding with on-screen confirmation, consistent with a display or touchscreen malfunction affecting the user interface. Investigation included guided troubleshooting. Investigation of this case revealed that a device restart restored normal touchscreen responsiveness, and the supply change was completed without further issues. Symptoms included no clinical effects. Outcomes included no need for medical intervention. It was concluded that the event was attributable to a transient user interface malfunction that resolved with a reboot, and the device functioned as intended after recovery.